Event description:
Upon removal of hemmovac from pt, the tubing broke off. This required the pt to be opened up to remove the irrigation tubing. This was performed in the pt's room under local anesthesia.